Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the sphincterotome exited the scope in a way that was difficult to access the papilla. The tome handle was rotated 3 times to the left to rotate the tip of the tome for better access. Once the tome was in the correct location, the tip of the tome was inserted into the papilla and the physician was ready to cut. The cutting wire was completely out of the scope at this point. It was reported that the physician uses the elevator as well as the bowing feature to help the device cut through the tissue. One or two seconds after the cutting wire was activated, the cutting wire broke on the proximal end. No part of the broken wire detached from the device and fell into the patient. The device was retrieved with no damage to tissue or scope, and the procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the event of cut wire broken was reported via (B)(4) on (B)(4) 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the cutting wire was broken, there were several twists along the working length of the device and the distal pierce hole was melted/torn. In addition the rx channel was torn. The length of the rx channel was measured and found to meet specifications. The length of the exposed cutting wire was measured and found to meet specifications. Two segments of the broken cutting wire were analyzed, and it was determined that the wire broke likely as a result of torsion overload followed by melting. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since it is likely that device performance was limited due to anatomical/procedural factors encountered during the procedure. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.